Event description:
Device had 1007 error. After replacing the data acquisition (da) board the user is now receiving error messages stating to check the air flow/ oxygen flow. The customer has tried two data acquisition boards but the error remains. Onsite service was scheduled for device evaluation and repair. The device was outside of use at time of the reported event. There was no patient or user harmed.

Manufacturer narrative:
H10: philips received a complaint from the customer, reporting that the v60 ventilator had a "1007 (post) vent-inop: machine and proximal pressure sensors failed" error code. A philips remote service engineer (rse) noted that the v60 ventilator had a 1007 error code. Insufficient information is available to determine the resolution of the event. The service proposal that was provided to the customer was rejected, and no further actions were performed by philips. It could not be determined if the customer's issue was resolved or if the device was repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.